Manufacturer narrative:
The investigation into the pump not detected/ loss of opm data has been completed. The impella automated controller was not received from the customer and therefore, an evaluation of the device by the manufacturer was not possible. The console logs obtained from the cloud, although incomplete, allowed for identification of the failure mode that was consistent with observations and problem description: "transient loss of optical data". This pattern failure is characterized by all signals from optical bench having values of (B)(4). For this particular event signals were missing for approx. 17 seconds, after which the placement signal recovered. The cause of the controller alarm was transient loss of optical data. The cause of optical data loss was unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) placement signal went blank, and the console shows an alarm indicating to switch to a backup controller. This aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.